Event description:
It was reported that at a follow up appointment, a high capture threshold resulting in loss of capture and high, out of range (>3000 ohms) impedance was noted from the right ventricular (rv) lead. Myopotential noise had also been oversensed, resulting in pacing inhibition. Boston scientific technical services were contacted and recommended performing lead integrity testing. The physician reprogrammed the sensitivity of the device to resolve the event. The rv lead remains implanted and in service. The patient was stable with no adverse consequences.

Event description:
It was reported that at a follow up appointment, a high capture threshold resulting in loss of capture and high, out of range (>3000 ohms) impedance was noted from the right ventricular (rv) lead. Myopotential noise had also been oversensed, resulting in pacing inhibition. Boston scientific technical services were contacted and recommended performing lead integrity testing. The physician reprogrammed the sensitivity of the device to resolve the event. However, at the next in-clinic follow-up, noisy signals were still noted from the rv lead. The physician elected to surgically cap and abandon the rv lead and implant a new lead to resolve the event. Additionally, the implanted device was explanted and replaced. The rv lead remains implanted, but capped and out of service. The patient was stable with no additional adverse consequences.